Event description:
The pt's pump and catheter were explanted following the pt's death. The pump, catheter and dacron pouch were found in an abscess in the abdominal wall. It was unk if the pt's death was related to the implanted device. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4) - the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.